Event description:
Dr¿ger evita¿ infinity¿ v500 ventilator displaying airway obstruction. Pressure limited tidal volume not reached. Patient oxygen desaturated to 24%. Patient bagged and placed on replacement ventilator.